Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire broken, coil unraveled and stuck on foreign catheter, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection was performed and the device presented with a coil tangled and unraveled in the catheter, due to this condition coil and the distal tip were broken from the distal section, the distal tip and the ballweld were returned. Also it was found with the wire kinked in the middle of the device and in the distal section end. The guidewire overall length and the distal tip outer diameter could not be measured due to the device condition (coil and broken unraveled). However, the middle of the device and the proximal section outer diameter (ods) are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire detachment/ separation and death occurred. The target lesion was located in the very tortuous left internal jugular vein. A 035/145 amplatz super stiff guidewire was advanced to cross the lesion. The physician was trying to insert a non-bsc dialysis catheter over the amplatz super stiff wire. However, the wire could no longer be removed. The physician tugged on the wire pretty hard until the wire came out. Afterwards, the physician realized that the wire was not all there as it became separated. A portion of the wire remained in the body and the physician had to use a snare to remove it freely. The detached segment of the wire was successfully removed but the event added two hours to the procedure time. The patient decompensated and expired. The physician noted the patient had many other medical issues including severe respiratory issues that ultimately led to his demise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire detachment/ separation and death occurred. The target lesion was located in the very tortuous left internal jugular vein. A 035/145 amplatz super stiff guidewire was advanced to cross the lesion. The physician was trying to insert a non-bsc dialysis catheter over the amplatz super stiff wire. However, the wire could no longer be removed. The physician tugged on the wire pretty hard until the wire came out. Afterwards, the physician realized that the wire was not all there as it became separated. A portion of the wire remained in the body and the physician had to use a snare to remove it freely. The detached segment of the wire was successfully removed but the event added two hours to the procedure time. The patient decompensated and expired. The physician noted the patient had many other medical issues including severe respiratory issues that ultimately led to his demise.